Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. (B)(4): the full lead was returned, analyzed and there was a connector issue, where visual analysis revealed an intermittency between the connector pin and cap. There was blood/body fluid on all conductors (not obstructed), the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the right ventricular lead was difficult to position and that it had unacceptable thresholds. The lead had an apparent fracture and was removed and replaced. During the lead replacement procedure, the physician attempted to implant a new left ventricular lead, but the lead would not stay fixated, as the helix was not working properly. The lead was not used, and another lead was successfully implanted. No patient complications have been reported as a result of this event.